Event description:
A report was received stating that the patient's precision system had been explanted, due to pain at the ipg site. The patient's pain was caused from the patient being very thin.

Manufacturer narrative:
The explanted devices will not be returned for evaluation. This is a final report.